Event description:
It was reported to baxter that one (1) ce intermate lv 250 device was discovered with "hair" before use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One device was received by baxter for evaluation. Visual examination of the unit found a small strand of black hair (approximately 3.6 mm long) under the bladder on the surface of the stress-member post. No other observation was noted on the unit. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and revealed that the product met all acceptance criteria for release.